Event description:
Per the audiologist, the patient reported hearing noise rather than speech with her cochlear implant system. The results of an integrity test done in 2007 confirmed normal receiver/stimulator function with multiple open circuit electrodes. Explanation/reimplantation surgery had not been scheduled at the time of this report.